Event description:
The phoenix machine pulled 1.85kg or 1,850 cc's of fluid. The reported problem was an excess of fluid retained by the patient. The patient lost only 0.6kg. The machine was pulled and sent to biomed. Pre weight was checked with patient and technician together. Post weight was checked twice with patient and nurse. The patient was not harmed. Test ultrafiltration chamber was cleaned with a vinegar rinse and bleach disinfection. The machine was then placed in a total ultrafiltration accuracy test as described in the gambro/phoenix service manual, using the total ultrafiltration accuracy test, chapter 12.13. The verification procedure was performed with the dialysis machine to check the total ultrafiltration accuracy of the machine. Biomed performed a simulated treatment by running the machine in dialysis for 30 minutes and setting the target loss to 800 ml. The accuracy was expected to be +/- 25 ml. This test included two operational areas: the mass balance system and the ultrafiltration system. Any discrepancy between the 800 ml of target loss and the actual amount of fluid removed is a combination of the errors in the two systems. The results of this test indicate that there is no problem regarding ultrafiltration accuracy with this device. The machine was cleaned, disinfected and made ready for service.